Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken 22.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Event description:
Additional information received identified the patient had the scs system lead removed and replaced due to a possible lead fracture. Postoperatively, the new system was turned on with the patient receiving effective therapy and system impedances within normal range.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system lead had high impedance and could not deliver stimulation therapy. Surgical intervention may be taken to address the issue.